Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited polarity switch, rising and high impedances and rising thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.